Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's ipgs were not holding a charge. The patient will undergo a revision procedure wherein the ipgs will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipgs were explanted and was replaced with an ipg implanted in a new pocket site. No device malfunction was suspected. It was patient's preference to replaced the ipgs with one ipg. The patient was doing well postoperatively

Event description:
A report was received that the patient's ipgs were not holding a charge. The patient will undergo a revision procedure wherein the ipgs will be replaced.